Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of b30 error was not confirmed. In addition, the output socket was loose due to wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display b30 error. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was not confirmed. Error code b30 occurs at communication failure between the camera head and the processor; therefore, it is likely an error occurred in the facility¿s camera head or processor. Olympus will continue to monitor field performance for this device.